Manufacturer narrative:
Correction: h4 - mfg date has been updated from 16mar20 to 13mar20. Manfacturer narrative: to date, the reported device has not been returned to conmed for evaluation. Should the device be returned an evaluation will be performed. Upon completion of the complaint investigation a supplemental and final report will be filed. Otherwise this filing will stand as the final report. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. This is the only complaint for this lot number and failure mode within the past two years. A two-year review of complaint history revealed there has been a total of 2 complaints, regarding 3 devices, for this device family and failure mode. During this same time frame (B)(4) have been manufactured and shipped worldwide. (B)(4). Per the instructions for use, pk1911588, the user is advised to inspect the peel-pouch for any damage that may have occurred during transit or handling. If damaged, do not use. This issue will continue to be monitored through the complaint system to assure patient safety.

Manufacturer narrative:
The reported device is being returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
The sales representative reported on behalf of the customer that the 00230a device was being used during a colonoscopy on (B)(6) 2020 when it was reported that the device was "opened net in patient and net came off except one piece hanging on the rim. Not able to be used." Further assessment information found that the procedure was completed after a 2-minute delay as planned. There was no report of injury, medical intervention, or hospitalization for the patient. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.